Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the left colon during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while closing the device gently, the snare loop suddenly retracted and failed to cut through the 8mm target polyp as desired. The procedure was completed with another captivator snare. There were no patient injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.